Event description:
On (B)(6) 2013 the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the pump display was dim and fading and the screen was unable to be read. This report is made because the issue was not resolved with troubleshooting. There was no indication of an adverse event associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.